Event description:
A malfunction alarm, identified as malf 9, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, successfully assisting in the reset process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue reappeared.